Event description:
It was reported that a user started a new dexcom g7 sensor that paired to her phone but did not display readings on the ilet due to an incorrect sensor pairing code entered in the ilet cgm menu. Symptoms included no glucose data displayed on the ilet. Outcomes included no alerts or alarms and no medical intervention. Investigation included guided troubleshooting and user education to verify cgm settings and correct the pairing code. Investigation of this case revealed user input error as the cause, with successful correction by editing the pairing code and waiting for sensor warm-up to complete. It was concluded, based on previously established findings for similar reports, that the cause was user error related to an incorrect pairing code.